Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 4068 lead. (B)(4).

Event description:
It was reported that there was high and inconsistent threshold on the right ventricular (rv) lead. Access could not be established on both left and right sides during the lead revision procedure. The lead was reconnected and remains in use. No patient complications have been reported as a result of this event.